Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain use. It was reported that the issue began approximately one month after the pump was implanted, with the device lagging at 90 percent when connecting to the ¿myptm¿ application and during bolus delivery. The issue was getting worse. During the call, the agent walked the patient representative through clearing the data, and the rep closed all applications. The rep was able to connect to ¿myptm¿ like normal.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh90t01. Serial# (B)(6): product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.